Event description:
It was reported that during an in-clinic follow-up, episodes of post-paced t-wave oversensing were noted on the ventricular channel. All other electrical parameters were stable and in range. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.